Manufacturer narrative:
(B)(4) . The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs, however, was not able to duplicate the error code. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, the 980 ventilator generated an error message which rendered the unit inoperable. The ventilator was not in use on a patient at the time of the reported event.